Event description:
It was reported to philips that the system was not booting up properly. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use at the time of the reported event. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was not booting up properly. The rse identified that the system was stuck on boot up screen. The customer performed a full shutdown to the wall but still system was down. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the suite pc software was not starting up correctly. To resolve the issue, fse re-installed the suite pc software. After installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.